Manufacturer narrative:
Philips service replaced the hard disk spare part, restored the software, and tested the system successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a blue screen occurred at start-up due to an embedded software crash on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.